Event description:
It was reported via repair work order that the brakes are broken and will not engage/hold due to a broken headend brake adjuster. Furthermore, no adverse consequence or clinically relevant delay in treatment was reported.